Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited no biventricular trigger pacing when programmed on. Technical services (ts) discussed that there was oversensing of atrial signals on the left ventricular (lv) channel which inhibited pacing. It was noted this patient was not device dependent. The field representative (rep) found that the lv sensing was programmed off. The rep went into the configuration tab and reprogrammed the sensing configuration which resolved the issue. This crt-d remains in service. No adverse patient effects were reported.